Event description:
Pt revised due to poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The initial reporting stated, the product is not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.